Manufacturer narrative:
Corrected information has been provided in d4. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: no logs were returned. The cause of the low flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
Additional information indicates "after further review the thrombus was present on previous echo. Impella was removed."

Event description:
A 87 year old male patient with stage d cardiogenic shock. Impella cp implanted and operated as expected for four days. On day 5, lows flow alarm led to bedside echocardiography (echo). Echo showed possible thrombus near pump inlet. Thrombus not seen on previous imaging. Anti-coagulant medications increased. Family decided to make patient "do not resuscitate" and withdrew care. Patient expired with device still in body.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.